Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement greater than 2912 ohms about four months ago. In addition, approximately two months ago this patient was hospitalized with collapse and bradycardia due to lack of pacing capture and subsequently autocapture was programmed off to resolve that issue. Additionally, there were stored episodes with noise, oversensing, pacemaker mediated tachycardia (pmt) and atrial tachycardia response (atr). The oversensing was related to the minute ventilation (mv) feature and the feature was deactivated by the signal artifact monitor causing brief vp inhibition. The pmt events appeared to be inappropriate as the patient was in true sinus tachy and the pmt break did not stop the fast-ventricular tracking. The atr was due to high amplitude signals that could be seen in both the ra and the rv channels. Boston scientific technical services recommended further troubleshooting such as performing provocative maneuvers and device programming changes. This pacemaker and competitor ra and rv leads remains in-service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).